Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer usually resumed insulin after the alarm without changing the supplies. However, the supplies were changed prior to the report to address the event. There was no reported impact to blood glucose.